Event description:
Device malfunction - the protective sheath that covers the articulating wrist portion of the stapler had a piece tear in the patient's abdominal cavity. The missing piece of the protective sheath was safely removed from the cavity and placed over the missing gap on the stapler for visual inspection. Manufacturer notified.